Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion in the unspecified vessel was predilated with a 2.0x30mm maverick balloon. The physician attempted to place a taxus express2 2.5x16mm drug eluting stent, but encountered difficulty crossing the lesion and the end of the stent was damaged. The procedure was completed with a different device. No patient complications occurred.